Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. The customer consumed carbohydrates to treat the low bg level. Reportedly, the pump basal rate settings needed to be adjusted. Recommendation was made to discuss diabetes management with a health care professional.